Event description:
Adverse event(s): "no patient impact reported" (no consequences or impact to patient). Product problem(s): "bubbles" (air leak). Per medwatch form: during the vitrectomy procedure, the machine produced intermittent air bubbles in the tubing that were sent into the operative field (eye). The surgeon was able to complete the case. Air bubbles in the tubing has occurred before with this vitrectomy unit and the vendor was contacted and did direct case observations with unit inservices provided to the surgeon group and the nursing team in the operating room.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4).